Manufacturer narrative:
Evaluation: our evaluation of the returned biliary dilation balloon confirmed the report. The balloon material has a pinhole, rendering the device inoperable. During our evaluation an attempt to inflate the balloon was unsuccessful. It appears that the catheter is occluded. The catheter was cut near the proximal end of the balloon. The balloon was inflated with water using a quantum biliary inflation device and by inserting a metal hub into the inflation lumen at the area of the cut made during our evaluation. During inflation, we observed water leaking from a pinhole in the balloon material near the proximal end. No section of the balloon material is missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: the additional information provided indicated the balloon did not received lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for this observation. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, a portion of the lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) the physician used a cook quantum ttc biliary balloon dilator. The balloon was being used to dilate the papilla. As inflation began, the user detected a hole in the side of the balloon material. Water was reportedly "streaming out." The balloon dilator was removed from the endoscope, and another balloon was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.